Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was noted before patient use. The device was filled with daptomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date - the lot was manufactured from february 26, 2015 ¿ february 27, 2015. The evaluation of the returned device is complete. Visual inspection revealed a black mark on the filter of the device and within the fluid pathway. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.